Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the therapy had not worked well since implant. Since implant, the patient had 4 consecutive urinary tract infections that started immediately after the implant; the patient initially blamed the therapy not working well on the utis. The patient had some microcurrent treatments, 1 maybe a couple months ago and a new one last week (the hocket). The patient currently had stim on program 2 at 2.5v and wanted to change to program 3. It was recommended that the patient turn stim down before turning program 3 on but the patient declined. The patient turned stim on program 3 at 2.9v and noted it hurt. The patient decreased to 2.5 and felt stim comfortably. It was reviewed that the patient could keep a diary, use the patient programmer to program changes, and contact their healthcare provider (hcp) if symptoms do not resolve. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer apply to the event.

Event description:
Additional information from the patient reported it appeared the microcurrent treatment did not affect the device or therapy. The patient stated that they had one urinary tract infection (uti) yearly for about 10 years. The patient stated she changed to a vegan diet and had no more infection for 5 years. The patient stated she changed her diet and a year later they had one infection after another. The patient stated the cause of the uti was eating a great deal of meant. The patient stated that the utis were not practically related to the underlying urinary dysfunction. The patient stated the interstim stopped helping. The infection caused them to go to the bathroom 1 to 2 hours all day and night. The patient stated they did not think the utis were related to the device or therapy. There were no further complications that have been reported as a result of this event.